Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (low energy pulse during pulse testing) has been confirmed. Upon investigation, the review of the downloaded software flag data indicated that the monitor delivered five monophasic pulses during functional testing at the distributor. Root cause investigation into similar devices found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a low energy pulse during testing.